Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a grip ring dislodged. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The probable root cause is attributed to manufacturing. The instrument was found to have a bent main tube. The bending damage was at the distal end. No pieces were found broken on the instrument. Common causes of the failure mode bent instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had a sealing error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: for a few minutes, the device worked as known and then suddenly the device inadequately or not visibly sealed, showing no tissue effect and no longer cutting. After restarting the generator and performing the usual on-off switch with device cleaning, there was no change. No display of problems was shown on the screen. The typical sealing sound did not occur; the cutting sound was still audible but non-functional. After switching devices, there were no more malfunctions. The user has experience with the vessel sealer since the device has been on the market for over 5 years and has used the vessel sealer in over 100 surgeries. Typical user errors such as tissue tension, too much tissue, incorrect tissue, application on metal or similar are rather unlikely. Irradiation, calcification, or similar are inaccurate. This kind of complete malfunction after a few minutes was observed for the first time in a device. A deep analysis and exclusion of every possible cause is needed. However, causes are not observed at the operating table during ongoing surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.